Event description:
This rv lead was implanted on (B)(6) 2006. A product experience report was received on (B)(6) 2018 stating that this lead was capped (B)(6) 2018 due to high impedance greater than 2000 ohms. The physician was dr. (B)(6) no other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).